Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge decreased from 120 units to 55 units within a day. The customer's blood glucose level was 150 mg/dl. During a follow-up call on (B)(6) 2017, the customer reported being educated on the fill estimate calculations and declined to perform troubleshooting due to the issue being resolved.